Manufacturer narrative:
Retainer ring:black. The insulin pump was returned for vibrate anomaly and pump error 24 alarms found on (B)(6)2021. Thus and carelink software was utilized and downloaded trace, history files properly. Device passed displacement test, sleep current measurement, and active current measurement. However, no vibrating noise noted during selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly however, vibrate tone is not heard. No pump error 63 alarms noted during testing. No pump error 63 alarms noted in the insulin pump history/trace files on the event date or anywhere else. No pump error 24 alarms noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. However, pump error 24 confirmed in the long trace files on (B)(6)2021 at 6:51pm. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, vibrate motor, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 24 not confirmed during testing or in the power management graph. However vibrate anomaly confirmed during self test. Problem isolated to the vibrate motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to clear the alarm and programmed the insulin pump. Customer assisted with self test and insulin pump shows vibration anomaly. Customer assisted with self test and insulin pump did not vibrate during vibrate test of the self test. No harm requiring medical intervention was reported. The device will be returned for analysis.